Event description:
The customer reported that during a gastrectomy, an end tone, indicating a completed seal cycle, was heard, but no seal was created. When the surgeon cut the vessel, bleeding occurred. The surgeon stated that it appeared as if no fusion had occurred. The vessel was regrasped and sealed with no issue. The procedure was completed with this device without issue. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.